Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported a decline in hearing performance with the left-side device of the recipient in (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parent reported a decline in hearing performance with the left-side device of the recipient in early (B)(6) 2024. The recipient has been re-implanted.